Event description:
Additional information was received stating that the cause of the event was unknown. Lesion characteristics: a small left basal ganglia malformation, with tortuosity in the afferent arteries. The catheter tip became trapped in an afferent artery of the malformation, causing no harm or injury to the patient. No attempt will be made to retrieve the catheter tip in the future, as it did not cause any damage because it was located in the nidus of the malformation. There was no vascular calcification or tortuosity in the arteries where the catheter was navigated. The guidewire was hydrated, and the catheter was prepared according to the IFU guidelines. No damage was observed in the other devices. Continuous irrigation of the microcatheter was maintained.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter experienced premature tip detachment. The patient was undergoing an embolization of arteriovenous malformation (avm) via femoral artery access, with an access vessel diameter of 5 mm. It was noted the patient's vessel tortuosity was normal. It was reported that a femoral puncture was performed, the guide catheter ascended and was positioned in the petrous segment. The apollo microcatheter was prepared and entered through the catheter, navigating to the distal portion of the left basal ganglia malformation. The microguide was removed and a contrast injection was performed without problems. The position was changed and an injection was performed, this time a leak of contrast medium was evident due to the detachment of the catheter's proximal tip. The position was changed and another projection confirmed the premature detachment of the detachable tip. The microcatheter was removed and the detachable tip remained in the pedicle of the malformation, without causing any damage or injury to the patient. There was no force applied during removal. This did not occur during onyx injection. The catheter tip was stuck, there was no vasospasm. No medical or surgical intervention was required. There was no friction or difficulty during injection. The event did not lead to or extend patient hospitalization. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or complications were associated with this event. Ancillary devices include a hybrid 0.008 guide catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: vis (m-78210) ¿ as found condition: the apollo catheter was returned for analysis within a shipping box and a plastic pouch. ¿ damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. The apollo catheter distal tip was found detached from the catheter. The detached tip was not returned. ¿ testing/analysis: the ldpe overlap was measured to be 1.5mm, which is within specification. ¿ conclusion: based on the device analysis and the information provided, the customer's report of ¿tip premature detachment¿ was confirmed. However, the customer¿s ¿catheter entrapment/difficult removal¿ report could not be confirmed. Tip detachment can be caused by the detach joint ldpe overlap length being too short, patient vessel tortuosity, incompatible products, advancing the guidewire against resistance, vessel calcification (tip gets caught and dislodges), or repositioning of the catheter while it is in a wedged position or with vessels that are in vasospasm. Possible causes of ¿catheter entrapment/difficult removal¿ include vasospasm, patient vessel tortuosity, or angioarchitecture. In this event, it is likely that the reported entrapment of the catheter distal tip contributed to the detachment of the apollo catheter. However, the cause of the catheter entrapment could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.